Event description:
Product's coagulation and cutting functions underperformed.

Manufacturer narrative:
Product event #(B)(4) evaluation process: unit received in good condition and internal visual inspection revealed no loose or broken components. Unit delivered rf energy correctly into fixed resistors. Error log: 28 e3 (patient return electrode has poor connection), 31 e5 (monopolar handpiece has reached end of life), both errors are considered normal use errors. Root cause: unit sent back for yearly technical and safety check and there were reported concerns about insufficient power being delivered which could not be replicated in the service department, concerns about the handpieces not locking into the plug receptacle but there is no locking mechanism, and concerns about the number of e3 errors and the system reliably measured patient pad impedance while delivering energy in the service department. (B)(4).

Manufacturer narrative:
(B)(4). Method: product scheduled for return but not received by manufacturer for inspection. Eval code results: product scheduled for return but not received by manufacturer for inspection. Eval code conclusion: product scheduled for return but not received by manufacturer for inspection. Product event: (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.